Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiogram procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had was negotiating the patient's aorta when the catheter tip detached. The physician used a vascular snare device to successfully retrieve the foreign body from the patient. No additional injuries to report.